Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot(s) met all pre-release specifications.

Event description:
On (B) (6) 2006, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Follow up imaging showed aneurysm enlargement and a possible type ii endoleak. No other complications have been reported.